Manufacturer narrative:
Patient information was not provided. The involved aortic root cardioplegia cannula has been disposed by the customer and thus it is not available for investigation at livanova. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA in has received a report that, during a procedure, the aortic root cardioplegia cannula necessitate to be modified to remain connected. The customer reported this could have caused hemorrhage. There is no report of any patient injury.

Event description:
See intial report.

Manufacturer narrative:
During follow up information with the customer, it was clarified that the complained issue was a smaller outside diameter of the aortic root cannula which caused the customer to change the whole cannula. Neither the complained cannula was made available nor any picture of the issue was provided. During follow up information with the customer, livanova has been informed that units belonging to the same lot were still available at the customer site. Despite requested, also those units were not returned to livanova. The review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. No other complaint has been recorded for the claimed product lot. The failure reported by the customer could not be assigned to a product problem. The issue claimed by the customer was never encountered in the past and could not be verified due to unavailability of the defective device. Without possibility for device investigation no product failure could be confirmed so no hazardous situation could be confirmed. Livanova will keep monitoring the market. H3 other text : device not available.